Manufacturer narrative:
The reported complaint of blood in the icy catheter (lot 172325) was not confirmed during functional testing. Blood observed in the catheter is an indication of a catheter leak, however, no leak or malfunction was observed during the testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. There was no physical damage observed on the catheter. Blood residues were only observed on the balloons and luered tubings. Unrelated to the reported complaint, an orange / yellow color inside the balloons and in the in/out lumen tubings was also observed. The root cause of the orange / yellow color in the catheter is unknown. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leak, no issues were found. The balloons did not leak during testing. In addition, the returned catheter was connected to a known- good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate; no leak was observed. The catheter performed as intended. Further testing was performed. The returned catheter was connected to a known-good suk and ran on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak, no damage was found on the catheter. The balloons did not leak during testing and the catheter performed as intended.

Event description:
Ivtm therapy was initiated for a cpa patient using a icy catheter (lot 172325) on 8/7/23. The customer found that there was blood in the catheter on 8/8/23 and replaced the catheter with a new one to continue therapy. No additional information is available. No patient injury reported.